Event description:
The 3-4 cm balloon applicator of the brachytherapy procedure for a patient undergoing intraoperative radiation treatment for brest cancer was found to have leaked. 45cc's of inflation fluid was put into the balloon and 30cc's were removed post surgery. The discrepancy resulted in an incorrect dose being administered to the breast iort patient. The procedure was completed and no apparent injury was sustained by the patient. The device was returned to the manufacturer for failure analysis. Complaint tracking # (B)(4).